Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, the patient is over 18 years old. Reported event of stent torn. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the device found the stent suture hole was torn all the way to the end of the bladder pigtail and suture was not returned. A functional evaluation was performed and found that the mandrel that was inserted was able to pass through the stent properly without resistance. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the tear in the stent could have been generated by the force applied when the suture was pulled. Therefore, the most probable cause is considered operational context.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure following a transurethral lithotripsy on (B)(6) 2015. The doctor was inserting the device from the ureteral orifice into ureter when the lower end of the stent became torn. It is unknown how the stent became torn. The procedure was completed using an inlay optima stent with no reported patient complications. The patients' condition is reported to be stable.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure following a transurethral lithotripsy on (B)(6) 2015. The doctor was inserting the device from the ureteral orifice into ureter when the lower end of the stent became torn. It is unknown how the stent became torn. The procedure was completed using an inlay optima stent with no reported patient complications. The patients' condition is reported to be stable.